Event description:
It was reported that the implant was removed from the internal blister pack and a white residue was seen on the lid of the internal packaging which was against the implant. It was reported that the insert was inserted into the patient.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.